Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization and surgical intervention. During the procedure, the patient suffered a cardiac tamponade requiring surgical intervention. Mid-procedure, it was observed that the patient became hypertensive. Anesthesia affirmed to the physician that they were treating the elevated blood pressure and the physician ordered for treatment to stop. The patient then became hypotensive and an intracardiac echo (ice) revealed a trace, small pericardial effusion. The left atrial portion of the procedure was completed and during the right atrial cavotricuspid isthmus ablation, ice revealed that the effusion had grown larger. A pericardiocentesis was performed and blood was perfused back into the patient (unknown amount), but the bleeding could not be stopped. A cardiothoracic surgical team was brought in to crack the patient's chest in the ep lab and a stitch was placed. The patient stabilized and remained in the ep lab until they could be transferred to an in-patient room. The physician did not indicate that if they believed that the issue was related to bwi product use, but indicated that they believed the complication occurred during the transseptal puncture. Additional information was received on the event. The physician¿s opinion on the cause of the adverse event was that it was procedure related. The patient outcome was of the adverse event was fully recovered. The patient required extended hospitalization because of the adverse event. Intensive care unit (ICU) stay. A transseptal puncture was performed with a baylis nrg needle. Prior to noting the cardiac tamponade, ablation was not performed. There was no evidence of steam pop. The event occurred during the transseptal phase. Irrigated catheter was used in the event and the flow setting was smarttouch sf, normal flow settings. The correct catheter settings were selected on the generator. No error messages observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector & visitag with the visitag module parameters for stability set at 3g, 3s, 3 mm, size 3 with an additional filter used - respiratory gate and surpoint. Conservatively this will be reportable, additional information was requested. Should more information become available, it will be reviewed and processed accordingly.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 15-jun-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 29-jun-2022. It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization and surgical intervention. The product was returned to biosense webster for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, temperature, and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was received on 29-jun-22. As per the initial report, it stated that mid procedure the cardiac tamponade was noticed. Therefore, the reporter provided clarification that ablation was performed. The pump was correctly switching flow rates from low to high. Per the additional information received, the concomitant product provided of unknown brand pump was populated under "d10. Concomitant medical products and therapy dates field.". Lot number was retrieved during the analysis. Therefore, updated d4. Lot, h4. Device manufacture date and d4. Expiration date. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) in the 3500a follow-up #1, d4. Expiration date was processed as 26-apr-2026. During an internal review on 26-jul-2022, noted a correction as this date should be 26-apr-2023.